Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two mitraclip devices are filed under separate medwatch reports.

Event description:
This is filed for damage caused to another device. It was reported that this was a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr), and a mitraclip procedure to treat grade 6 tricuspid regurgitation (tr). The mitral valve procedure was treated first. An xtr clip was implanted first, without issue. A second clip, an ntr, was advanced and was positioned. The clip arms were not perpendicular to the line of coaptation and the physician attempted to correct the orientation below the valve. Excessive subvalvular movement caused the ntr clip to interact with the xtr clip, knocking the xtr clip off the posterior leaflet. The ntr clip delivery system (cds) was removed from the anatomy, with the clip undeployed. A third clip, an xtr, was implanted, stabilizing the detached clip and reducing mr to grade 2. During the tricuspid valve procedure, due to the tricuspid valve anatomy, positioning the cds was difficult and grasping the septal and anterior leaflets was difficult. During the grasping attempts, the septal leaflet was damaged. Tr was noted to be worsened, but remained at grade 6. The cds was removed without difficulty and the tricuspid procedure was aborted. No intervention was performed to treat the leaflet damage. Post procedure, the patient remained in stable condition. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Correction: 30-day initial report filed incorrectly as a serious injury. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific issue. Per the mitraclip system instructions for use(IFU): failure to confirm that the clip arms are perpendicular to the line of coaptation may result in loss of leaflet capture and insertion. All available information was reviewed and the reported user did not orient clip arms perpendicular to the line of coaptation was due to the user deviating from the IFU, influencing the reported device damaged another device. There is no indication of a product quality issue with respect to manufacture, design or labeling.